Event description:
The hcp reported the patient's pump was "malfunctioning." A rotor study was done that showed no movement. A purge bolus was done with no fluid coming out. The pump was explanted.a follow up report will be sent when additional information is received.